Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter, upon placing a urinary catheter prior to a schedule c-section, customer noticed a blue fleck of what appeared to be plastic in the collection tube while checking for urine for correct placement. A blue piece of something semi-transparent was immediately floating in the urine. It had a darker blue line down the middle. It was about the size of an eraser tip. There were no difficulties inserting it, so it was not an outside contaminant. Customer took photos of the packaging and took a photo of the plastic later that day when they emptied the catheter during recovery. They guessed that it was probably part of the plastic sheath that the catheter tip is covered with prior to placement. This made sense but they are not 100% sure. Either way this could potentially harm a patient or clog a catheter or potentially affect test results. It needs to be investigated.

Event description:
It was reported that upon placing a foley catheter prior to a schedule c-section, customer noticed a blue fleck which appeared to be plastic in the collection tube while checking for urine for correct placement. A blue piece of something semi-transparent was immediately floating in the urine. It had a darker blue line down the middle. It was about the size of an eraser tip. There were no difficulties inserting it, so it was not an outside contaminant. Customer took photos of the packaging and took a photo of the plastic later that day when they emptied the catheter during recovery. They guessed that it was probably part of the plastic sheath that the catheter tip is covered with prior to placement. This made sense but they are not 100% sure. Either way this could potentially harm a patient or clog a catheter or potentially affect test results. It needs to be investigated.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It was unknown whether the device had met relevant specifications. A potential root cause for this failure mode could be due to no plastic layer inside tote bin, and bottom of the bin dirty. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. A review of the device labeling have been conducted for investigation purpose. 1. Occlude drainage tubing a minimum of 3 inches below the sampling port by kinking the tubing until urine is visible under the access site. 2. Swab surface of bard® ez-lok® sampling port with antiseptic wipe. (Fig. 2) 3. Using aseptic technique, position the syringe in the center of the sampling port. The syringe should be held perpendicular to the surface of the sampling port (at approximately 80 - 100 degree angle). Press the syringe firmly and twist gently to access the sampling port. (Fig. 3) 4. Slowly aspirate urine sample into syringe and remove syringe from sample port. (Fig. 4) 5. Unkink tubing and transfer urine specimen into specimen cup or follow hospital protocol. Discard syringe according to hospital protocol. 6. Follow established hospital protocol for specimen labeling and transport to lab. Sterile: contents of inner wrap are sterile unless package has been opened or damaged. Caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Single use only. Do not re-sterilize. For urological use only. Warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.